Event description:
It was reported that following the patients non device related procedure, the ipg had no connectivity. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.